Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2013, a product was received with an incorrect product illustration on the box. It is unknown where this was discovered. No patient impact was reported. This is report 2 of 2 for complaint (B)(4).